Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met final inspection and testing requirements prior to shipment. Patients are able to return to normal activity, but advised to avoid any vigorous activity with arms for several days post procedure.

Event description:
Patient treated with miradry on (B)(6) 2016 is a drummer and performed with his band that night and the weekend after. He complained of increased pain and swelling a few weeks after the procedure. The clinic initially thought the patient developed an infection and prescribed keflex on (B)(6) 2016. The erythema and swelling went down a little over the next few days. On (B)(6) 2016 he reported increased pain and returned to the clinic. The physician drained what looked to be a boil. The drainage was only blood; not purulent draining so the patient was taken off keflex. The diagnosis is lymphocele (no infection). The patient's update to the clinic on (B)(6) 2016 was that the swelling still remains the same but is not painful. Follow-up with the clinic on (B)(6) 2016 indicates the patient continues to have swelling but it is no longer painful and there has been no other drainage.